Event description:
We received a report from a surgery center that a male patient had an intraocular lens (iol) explanted due to unexpected postoperative refraction. The account indicated the lens was the wrong power for the patient. No patient injury was reported.

Manufacturer narrative:
The returned lens was inspected at 10x microscope magnification. The lens surface residuals adhered to both sides of the optic body were compatible with handling the lens in a unsterile environment. Optical measurement results showed that the lens diopter was within specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to amo has been submitted.